Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had been having problems with their last implant; they had trouble with their bladder and it wasn't emptying the way it should. When they tried to get to the bathroom, urine would come out and they couldn't get to the bathroom in time. The patient had been implanted with a new implantable neurostimulator (ins) and did not have any problems with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.